Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the revision was not scheduled yet. The cause of lead migration was not determined. The devices remain in patient. Plan is to keep it inside of patient and just tighten the lead and battery together.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# , serial# (B)(6), implanted: (B)(6) 2021, product type lead. Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient stated she could manipulate stim when touching battery pocket site. Plan was to possibly just tighten the connection with a wrench. Patient denies falling or being in odd positions at home. During procedure removed leads from battery, placed them back in and wrenched them down and high impedance still occurred. Attached external neurostimulator to leads and showed still high impedances. Removed leads and attached to old battery and high impedances continued. Replaced battery and impedances were better but electrode 15 would not properly connect but anatomically not a significant electrode so we left it as is. The entire system was replaced and the issue was resolved. The surgery was (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-jan-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 03-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a manufacturer representative (rep) regarding a patient who was implanted with an impl antable neurostimulator (ins) for spinal pain. The¿rep reported an impedance issue w/ patient. Caller believes patient has a lot of scar tissue affecting impedance. Caller reports >40,000 ohms on reference 0. Caller had first programming session on april 30th, and then on june 3rd. Caller noted out of range electrodes, but thought it was scar tissue related. Patient was programmed dtm but then wanted conventional stimulation. Caller programmed conventional stimulation and patient reported she was able to feel stimulation, but then stopped sometime after june 3rd. Patient reports oor on controller.¿on (B)(6) 6 electrodes were out of range. Caller reported today all reference 0 is out of range. We discussed checking all combinations by changing reference electrodes. We discussed possible loose connection or lead migration. Patient is getting an xray currently and when finished caller will troubleshoot further. Caller also reported patient is pretty sedentary the rep called back to ask additional questions about this case.the rep stated that they ran impedances and all values were greater than 40000ohms, the caller stated that they checked reference 8, 4, and 15 and there were no values less than 3500 or 3800ohms. The caller also noted that they did a connectivity check and electrodes 0 1 and 6 showed the red indicators. The patient creates a lot of scar tissue according to the patient and the caller asked if the high impedances could be related to the scar tissue. The caller indicated that they took an x-ray image to check the lead position, it seemed as though the caller did not know the results of the xray. The caller also noted that the patient indicated that early after surgery pushing on the ins site would make stim feel more intense. Tss reviewed information about high impedances, programming options, and potential need for component replacement. Additional information was received from the manufacturer representative (rep) reporting that the patients x-ray results were undetermined at this time. The rep was awaiting an appointment with the patient next monday (B)(6) 2021. Therefore, the cause of the high impedance issue was also unknown at the moment. It was reported that the rep attempted to use electrodes with lower impedances to address the high impedance/oor issue. The rep compared electrodes in regards to impedances in different ways (ex. Compared electrode 7 against all of them and 3 against all of them, etc.). It was unknown at this time of the patient was able to be reprogrammed to get effective therapy. The rep worked with the patient totry and capture areas that might be painful, but the patient did not feel immediate results. It was reported that when the patient first had their implant placed they were able to push on the battery and make the sensation more intense, but they said that after a month it did not do that anymore. The rep was not able to replicate that when they met with the patient recently. According to the patient this issue was resolved. The patients weight at the time of the event was unknown. It was indicated that the patients doctor was aware of the event and the rep would be seeing them with the patient next week to go over the x-rays and next steps. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that the results of the pat ients x-ray was a slight migration downward from disc space of t7 to t8, but the lead still remained in the epidural space. The rep indicated that it was not a significant lead migration. It was reported that the reps tablet for the first time told them that their was a loose connection which they indicated was the cause of the high impedance issue. The patient was going to keep the stimulator off since it was not effective and the physician would revise the connection of the battery and leads. The patient was not able to be reprogrammed to get effective therapy. The high impedance issue was not yet resolved as the connection had to be revised. The patients weight at the time of the event was unknown and would not be provided due to privacy reasons. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis of pli# 10, product ID#: 97715 found no significant anomaly. Analysis of product ID: 977a260, serial#: (B)(6) and product ID: 977a260, serial#: (B)(6) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.